Event description:
Here are the quick bullet points of my case: I was a (B)(6) y/o female with no major health issues and not diabetic that resides in the (B)(6) area. Went walking and my left foot hurt after a few miles. Went to the dr, found out my left arch collapsed. Did conservative therapies for 3 months (steroids, ibuprofen, injections) ended up needing surgery on (B)(6) 2015; developed post operative infection 7 days later. Oral antibiotics did not work; went to hosp for IV antibiotics. Determined it was mycobacteria fortuitum 28 days into the infection. Spent next four months fighting the infection. Had ten surgeries to fight the infection along with antibiotics. Could not win the battle. Had to amputate leg below the knee. Had the specialists in mycobacterium ((B)(6)) determine the bone graft used in the surgery was contaminated with mycobacterium fortuitum (B)(6). May have also been from a warming blanket getting it off the floor during the procedure but unlikely. No medical malpractice found by the drs. No idea about the surgical center however. Do they sterilize their equipment appropriately? Did someone not wash their hands? I kept a blog that starts in (B)(6) 2015 over the entire issue. (B)(6); now disabled permanently due to the after amputation issues. Saved the bone graft used from the initial surgery and sent to (B)(6) science center at (B)(6) to test for the mycobacterium (B)(6). They were able to confirm it was contaminated, including bone graft form and the company (B)(6) and their order of the cotton wedge bone graft that was used. I have a picture of the product. FDA safety report ID# (B)(4).